Event description:
On date of event, co received a report that while trying to insert the inner cannula of a 8lpc tracheostomy tube, a crack was discovered on the flange. It was also reported that a chip was discovered on the retaining ring of the hub. The tube was replaced.